Event description:
Additional information received reported that the patient experienced decreased pain control. The catheter revision occurred on 2015-05-14. They removed and replaced the catheter. No catheter segments were left in the patient. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4) implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that follow CT evaluation that the catheter was not "intrathecal." The patient had pain down right leg, "felt weird" and it was different. The pain lasted months, was constant and would not go away. The CT scan was done on (B)(6) 2015 and it was determined that the catheter was coiled midline in subcutaneous soft tissue posterior to l3-l4 spinous processes. The healthcare provider reported they were concerned about the patient going into withdrawal and were hoping that the patient would have a catheter revision "next week." The pump system was delivering bupivacaine and morphine. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
(B)(4)